Event description:
It was reported that an increase in capture threshold resulted in loss of capture was observed on the right ventricular (rv) leadless pacemaker (lp). The patient was not pacemaker dependent. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the capture threshold decreased, but remained high. The device was reprogrammed to resolve the event.